Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Hemorrhage is a known risk of mechanical thrombectomy procedure and is documented in the device's instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure event. The event could not be confirmed, as cause of the event could not be definitively determined.

Event description:
Medtronic received information that the patient experienced a neurological deterioration at 24 hours +/- 8 hours post procedure. Post procedure imaging revealed ph2 (hematoma within ischemic field with mild space occupying effect involving > 30% of the infarcted area). The patient was reported to have a right m1 middle cerebral artery (mca) stroke with initial baseline nih stoke scale of 18. IV-tpa was initially given but the patient continued to decline. Therefore, mechanical thrombectomy was performed. There was no circle of willis collaterals and isolated brain perfusion. During the diagnostic angiography (with a competitor catheter) there was note of vasospasm in the right internal carotid artery (ica) that was treated with vasodilator cardene for 35 min. There was excellent resolution of the vasospasm. The right mca was found to be occluded at the level of m1 segment with no flow distal. The right mca, m3 segment was selected. The thrombectomy device was deployed and retrieved. The angiography revealed tici of 2b for the mca distribution. The procedure was completed with the patient returning to baseline status. Tici of 2b was achieved with single pass of solitaire 2 device. At 24 hours post procedure, the imaging revealed hematoma within ischemic field with mild space occupying effect involving > 30% of the infarcted area (ph2). The nihss was reported to now be 23. On 7th day post intervention, the nihss was 17 and mrs was 5. The patient was discharged from hospital to long term acute care with nihss score of 18 and mrs of 5. On the same day of discharge ((B)(6) 2016), the subject was reported to have passed. The patient was reported to have ¿expansion of infarct/stroke in evolution¿ with outcome death; determined by site to be study disease related. Malignant cerebral edema ¿ required medical or surgical intervention; outcome: resolved without sequelae; determined by site to be study disease related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.